Event description:
The customer reported that during a sigmoid resection, an end tone, indicating a complete seal cycle, was provided by the generator in use. The device had been used on mesentery vessel and some bleeding was noted after the vessel had been cut. The surgeon controlled the bleeding using a grasper and a clip applier. The surgeon continued to use the device for the procedure with some successful seals. After a while, regrasp alarms were being provided by the generator. The surgeon used laparoscopic scissors to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(6) 2015. One used lf1737 was received for evaluation. The returned sample did not meet specification as received. A review of the lot number reported in cts indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found a staple lodged in the jaws. The customer reported that after the activation tone they received an error warning of seal not complete. The reported condition was confirmed. The investigation found that the device generated an instant regrasp alarm and could not complete the seal cycle. Inspection noted eschar in the hinge of the jaws and a staple lodged between the seal plates at the tissue stop shorting out the jaws. After removing the staple, the device functioned normally with end tones and completed seal cycles. The investigation identified the root cause of the reported event to be attributed to the user inadvertently grasping a staple causing it to become lodged between the jaws. The IFU warns to avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the instrument. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.